Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (2g, stat, route not reported) for peritonitis. The outcome of the peritonitis event is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovering from the peritonitis event (previously reported as an unknown outcome). Should additional relevant information become available, a supplemental report will be submitted.